Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This caused the associated implantable cardioverter defibrillator (ICD) device to emit tones, as programmed. It was noted that there has been a gradual increase in the shock impedance measurements with the most recent high measurement observed to be 160 ohms measured from the rv coil to the device can. Boston scientific technical services (ts) also noted that the rv pace impedance is also gradually increasing but it is still within normal specification limits at approximately 600 ohms. Ts discussed that a gradual rise in shock impedance is indicative of calcification or scar tissue formation on the rv lead and explained the concern when the shock impedance is greater than 145 ohms. Ts recommend performing a commanded shock delivery test to determine the different between the measured impedance value and the impedance value when a shock is delivered. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This caused the associated implantable cardioverter defibrillator (ICD) device to emit tones, as programmed. It was noted that there has been a gradual increase in the shock impedance measurements with the most recent high measurement observed to be 160 ohms measured from the rv coil to the device can. Boston scientific technical services (ts) also noted that the rv pace impedance is also gradually increasing but it is still within normal specification limits at approximately 600 ohms. Ts discussed that a gradual rise in shock impedance is indicative of calcification or scar tissue formation on the rv lead and explained the concern when the shock impedance is greater than 145 ohms. Ts recommend performing a commanded shock delivery test to determine the different between the measured impedance value and the impedance value when a shock is delivered. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted, along with the entire implantable cardioverter defibrillator (ICD) system, due to an infection. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted a few days later. No additional adverse patient effects were reported.